Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported the medical agent would not flow through the catheter. The customer returned one empty kit with a snaplock assembly and an epidural catheter (reference attached files inp1900069251). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical used as biological material can be seen in the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.4ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. The reported complaint of the medical agent not flowing through the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter and snaplock assembly with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that after connecting a snaplock adaptor to the catheter after placement, the medical agent did not flow through the catheter. The user unfastened the catheter from the connecting part of the snaplock adaptor, then the medical agent flowed. The catheter seemed to be slightly bent, so that it was removed and replaced with a new catheter. There was no reported harm to the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after connecting a snaplock adaptor to the catheter after placement, the medical agent did not flow through the catheter. The user unfastened the catheter from the connecting part of the snaplock adaptor, then the medical agent flowed. The catheter seemed to be slightly bent, so that it was removed and replaced with a new catheter. There was no reported harm to the patient.